Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed during priming phase for peritoneal dialysis (pd) therapy. The home patient (hp) stated that when they opened the door there was a leak; they could not tell exactly where the leak was coming from. There was no damage noted on the cassette lines. There was no patient injury or medical intervention associated with this event. No additional information is available.